Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One large tr band assembly was returned along with inflator for product evaluation. Visual inspection did not reveal any anomalies like damage to the balloon or the communication port. Microscopic and fluoroscopic images of the air inlet port were taken. No anomalies were observed. Functional testing was performed via leak testing on the device. The tr band device was inflated with 15 ml of air with the returned inflator. Digital pressure was applied to the large and small balloon to verify full inflation. The inflated tr band was then submerged underwater. Air bubbles were observed from the air inlet port indicating leakage and improper seal. The valve was then deconstructed and examined under the microscope. Foreign matter was found on the air inlet port/valve. The sample was sent out for ftir testing to further analyze the nature of the foreign matter, the ftir result indicated that the foreign matter is similar to polycaprolactam (nylon 6). Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo is further investigating the reported event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tr band had a slow leak in it. They inflated the inner balloon after they positioned it on the patient and within two minutes it was completely deflated. There was a large pool of blood as the patient's radial artery was freely bleeding onto the floor. The blood loss was greater than 250 cc. The patient condition was stable, and the procedure outcome was positive. Additional information was received on 04dec2019. The type of procedure that was performed being performed was a percutaneous coronary intervention (pci). When the leaking was noted, several attempts were made to inflate the tr band again. Hemostasis was temporarily achieved. Patient started bleeding again within two minutes. 15 ml of air was injected into the tr band.